Event description:
It was reported that a patient underwent an l4/l5 arthrodesis plif procedure. It was reported that during the procedure, the jaw of the crosslink broke upon insertion. The broken pieces were removed and the procedure completed successfully.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.